Event description:
The pump was returned to the MFR from an unknown source with no return paperwork. The manufacturer's device tracking system indicated that the pt expired. The physician listed in the MFR's device tracking system for the pt was contacted to try and obtain cause of death and device relationship. The hcp stated they were unaware of the pt's death, so they had no info regarding cause of death. The pt was last seen by the hcp in 2005 for a refill. Further follow-up is not possible due to lack of additional contact info.

Manufacturer narrative:
The pump analysis revealed as no anomaly found - normal device function. The catheter analysis revealed a procedural non-conformance - catheter leakage/hole. The device system was used to deliver morphine. The catheter dimensions were as follows: proximal piece 16cm and 2, 1cm with knot and straight pump connector. The catheter was knotted near the distal end. Multiple small holes were seen.